Event description:
The facility's biomedical engineering department reported that channel a had an 810:04 failure code during patient use. The pump was reported to be infusing "cardiac medication" to a patient who was being coded by the medical staff. The patient was not able to be resuscitated by the medical staff and expired. The facility's biomedical department stated that the patient's death had not been related to the pump's failure and the facility had not filed report on the pump. Despite baxter's efforts to obtain additional information from the reporting facility's risk management, details were not available regarding patient's demographics or diagnosis, cause of death, rates and names of medications involved, or set up of the infusion device.